Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the cath lab with right ventricular (rv) out of range pacing impedance measurements, greater than 2,000 ohms. A partial fracture was suspected. The clinic was already aware of the issue and had previously programmed the lead to a unipolar configuration. The clinic told the field representative this happened about a year ago. The patient did a lot of weight lifting which may have been a suspected cause. The lead was replaced with a new rv lead. No additional adverse patient effects were reported.